Manufacturer narrative:
Concomitant medical products: product ID: 97755 serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed the recharger cable was loose at the donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins). It was reported that the paddle and charger (recharger and controller) was not connecting to their ins. Pt stated that they didn't know if they needed another paddle or controller, but nothing was working. Pt mentioned during the call that they thought that this was the second controller replaced. The manufacturer's patient services specialist (pss) had the pt reset the controller and then unlock the controller to check the device battery levels; controller was at 100% and ins was at 30%. Pss then had the pt start an ins recharging session; pt confirmed seeing recharging excellent indicated. Pt stated that in the last few days, the controller would say that it wouldn't connect to the device and that the battery was low. Pt stated that this had happened before, so they would charge the controller. Pt stated that then the controller would go back to not being able to charge the ins, so they would reset the controller. Pt stated that terminated was then indicated while charging the ins during the call. Pss had the pt disconnect the recharger from the controller, clean the recharger connector pins, clear the controller port of possible debris and inspect the recharger and controller port pins; pt stated that the pins looked straight and shiny. Pt then stated that with the paddle, they knew it (the cord) would come loose if it got hot by the paddle. Pt stated that the ins was in their lower back on the left side so the recharger would sit where their shorts/underwear line was, so sometimes where the paddle had to be positioned over the ins caused that piece on the recharger to bend and rub on their shorts or shirt. Pt stated that the cord that connected to the paddle came loose after awhile due to the way they had to recharge the ins. Pt also stated that the paddle would get hot while recharging the ins. The issue was not resolved. No symptoms were reported. A replacement recharger was sent out.